Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) states he works for a facility and he stated that the crossbrace is bent.